Manufacturer narrative:
Return requested. Replacement axiem power/data cable external shipped to site 06/11/2015. Medtronic investigation of returned suspect axiem power/data cable external finds the returned cable to be in good condition. The cable passed a continuity test with no opens or shorts detected. No problem found. No fault found. - reported issue could not be replicated. On 06/19/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a procedure, the axiem box was intermittent. When the cord was manipulated, communication would stop. Holding cord in specific manner allows system to function normally. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.